Event description:
It has been reported that one 20g x 1.00in (1.1 x 25 mm) insyte autoguard bc has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported the valve preventing blood backflow malfunctioned or was missing. Per medwatch: IV jelco malfunctioned. It is supposed to have one way valve to prevent blood from exiting jelco after insertion. Medwatch report# (B)(4) was filed in response to this event.

Manufacturer narrative:
Correction: date of event provided. The following information has been updated: b.3. Date of event: (B)(6) 2019.

Manufacturer narrative:
Investigation summary: no units (samples) or photos were provided for observation or testing of this incident therefore the alleged defect was not identified or confirmed and a root cause was not established. A review of the device history record was performed and no related quality issues were found during production. Therefore there was no physical/mechanical evidence to confirm or support manufacturing process related issues for the alleged defect.

Event description:
It has been reported that one 20g x 1.00in (1.1 x 25 mm) insyte autoguard bc has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported the valve preventing blood backflow malfunctioned or was missing. Per medwatch: IV jelco malfunctioned. It is supposed to have one way valve to prevent blood from exiting jelco after insertion. Medwatch report# (B)(4) was filed in response to this event.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one 20g x 1.00in (1.1 x 25 mm) insyte autoguard bc has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported the valve preventing blood backflow malfunctioned or was missing. Per medwatch: IV jelco malfunctioned. It is supposed to have one way valve to prevent blood from exiting jelco after insertion. Medwatch report# (B)(4) was filed in response to this event.